Event description:
It was reported that a fatigued patient was presented in clinic for follow-up and the pulse generator exhibited backup operation. A device download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.